Event description:
Customer reports the softclix lancet will not retract. Customer states this malfunction has resulted in many accidental finger sticks. The customer did not provide the location where the malfunction occurred. No medical treatment needed. No adverse event reported. Requested return of suspect device and replacement was sent. Softclix lancet lot number wip093.

Manufacturer narrative:
The suspect product is the softclix lancet.